Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump goes into suspend by itself and it stops the insulin delivery. Customer stated that it happened three times. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specfications. All buttons function properly and no unexpected suspend mode was noted.